Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 13-mar-2018 with the following findings: the battery compartment was cracked from the top to the cover part. The battery cap threads were stripped. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment and cap were damaged. This report is made based on results of investigation completed on 13-mar-2018.